Manufacturer narrative:
H6: evaluation codes update. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had been alarming "air in line." The caller had stated that the bag was completely empty, and the tubing was filled with air bubbles. It had been mentioned that this had happened with the last infusion and that the facility had informed the caller that the infusion was completed, although the pump had shown a remaining volume. The alarm had been acknowledged, the settings had been reviewed (cont rate 1.9 ml, res vol 12.3 ml, total given 125.7 ml), the tubing had been clamped, and the pump had been powered off. There had been no further needs at that time. The event occurred while in use with a patient at the patient's home. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 2183161-2025-00028 the date of that submission was 2/20/2025